Event description:
The following has been reported: during call with covenant: here are their reports about air in line alarms: · 2 air in line without backcheck valve. 1 air in line with backcheck valve, had to flush the line to remove the air. All air in line alarms are past the cassette. (B)(6) 2024: contacted customer asking for steps involved and type of backcheck valve. Customer repsonded: these happen during the infusion. Most times several hours after. I am not certain what you mean by a step-by-step description. Lines are hung late in the shift on days (most times between 5-6p). We use the back check valve (b braun #415062), when possible, but we are having a hard time keeping them stocked. I was told today they are on backorder. Most alarms occur on night shift, several hours after the fluids are hung. The nurses do not touch the lines once they are hung. They do hourly IV checks but nothing with the lines. A preliminary review identified the following issue: repeated ail (conservative report). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for evaluation. The customer complaint cannot be confirmed. Possible root causes based on the reported condition: 1) air inside the cassette, 2) ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air, 3) a bubble of air passes through the bubble detector on the lvp that is larger than the specification allows, 4) priming process was not performed correctly by the customer, 5) leaks located somewhere in the admin set that caused air to come in. Current process controls detection: 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and 2) quality sampling for final physical testing, for performing a flow and underwater leak tests. A batch review could not be performed as the affected lot was not provided by the customer.